Manufacturer narrative:
This report was updated with additional information received from the field stating this product was fractured. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a nonspecific product performance anomaly. Subsequently, this crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported. Additional information was received stating this rv lead exhibited fractured. This product is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a nonspecific product performance anomaly. Subsequently, this crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.